Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by technician, technician found damaged bearings due to improper cleaning. Device replaced by service department.

Event description:
Customer reported that the device gave an error code for handpiece overheating warning on the consol and it was making noise and vibration during usage, not being able to rotate faster than 46000 rpm.(B)(4)